Manufacturer narrative:
A ge service rep performed an on site investigation. The customer indicated they will conduct the repairs themselves. No conclusion regarding the repair and the operating condition can be drawn.

Event description:
The customer reported the right monitor displayed a white image sporadically when it was switched on. No report of pt injury.